Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-433a-1500: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the metal cap exhibits moderate charred detritus adhesion; the glass cap exhibits mild devitrification at the output area; the outer flow tubing open end exhibits scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "fiber cap burnt" at 114,917 joules and 17:24 minutes of usage. The fiber was replaced and the procedure was completed with the second fiber. Patent outcome: "no injury to patient" reported.